Event description:
The customer reported that the device delivered a shock but the printed strip showed that no shock was delivered. A second device was used with the same results. The involved patient died. The hospital biomedical engineer has stated that the device behavior did not impact patient outcome as the pads were not properly placed per their defibrillators used during this event. (See also MDR # 1218950-2013-04563).

Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more information concerning this event.